Manufacturer narrative:
The complaint meter and strips were returned with missing desiccant and cardboard in the bottle, and I-sens performed a specific investigation to analyze the cause of low reading. According to the result of pre-investigation conducted by akray USA, the appearance of complaint test strips did not seem to dispense the enzyme comparing to the normal test strips and I-sens disassembled them to confirm whether the sufficient amount of enzyme had been dispensed. As a result of disassembling the returned strips, it found out that there was traces of enzyme dispensed found but it seemed to be melted by inflow of foreign liquid substance from outside. As we reviewed the device history record of specified lot, it has been confirmed that the enzyme properly dispensed to all row of test strips and they passed vision inspection. Thus, it is assumed that the returned strips were contaminated with foreign liquid substance.

Event description:
Caller indicated meter was giving low results. Meter is about one month old. He received the control solution and did the test and said the reading was low. Received 63mg/dl. They also have prime meter and he tested his blood and the reading was 371mg/dl. Then tested on the relion premier voice and received a reading of 150mg/dl.